Event description:
As the smart control sds was removed from the packaging, the hospital staff noticed that the stent had already started to deploy by itself, even with the red locking pin in place. The product was not used in a patient. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.